Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe there was an issue with safety shield missing. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (10) 1cc, 12.7mm, 29g walgreens syringes in an open poly bag from lot #: 8036927. Customer states that one syringe was missing the shield. All returned syringes were examined and one sample exhibited a missing shield, which could have led to the cannula being bent. A review of the device history record was completed for batch#: 8036927. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Possible root cause is likely during the auto packaging operation that the shield could catch on the outside of the carton and when the product tamp station presses the air out of the bags the shield could be removed exposing the cannula. This would likely proceed through the system undetected unless it was detected during hourly visual inspections for missing components. Manufacturing has not taken additional steps for detection of this defect at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time.

Event description:
It was reported with the use of the bd¿ syringe there was an issue with safety shield missing. There was no report of injury or medical intervention.

Manufacturer narrative:
Additional information: barrel bent was added to the complaint and is an MDR reportable event. Investigation summary: customer returned (10) 1cc, 12.7mm, 29g walgreens syringes in an open poly bag from lot # 8036927. Customer states that one syringe was missing the shield. All returned syringes were examined and one sample exhibited a missing shield, which could have led to the cannula and barrel tip being bent. A review of the device history record was completed for batch# 8036927. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Possible root cause is likely during the auto packaging operation that the shield could catch on the outside of the carton and when the product tamp station presses the air out of the bags the shield could be removed exposing the cannula. This would likely proceed through the system undetected unless it was detected during hourly visual inspections for missing components. Manufacturing has not taken additional steps for detection of this defect at this time.

Event description:
It was reported with the use of the bd¿ syringe there was an issue with safety shield missing, and barrel bent. There was no report of injury or medical intervention.